Manufacturer narrative:
(B)(4). D11 - list of associated devices: plasma cup size 58, reference (B)(4), batch 51099180; pe insert 28mm, reference (B)(4), batch 51256002; forte ceramic femoral head d28, reference (B)(4), batch 928817. This follow-up report is being submitted to relay additional information. No x-ray, pictures received and product not returned, therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. The instructions for use has been reviewed and it was found that the cup, the liner and the head implanted was not compatible with the stem. Therefore, the whole compatibility of the device is not assumed. Within three years, only the current complaint has been recorded on aura ii hip ha coated right size 7, reference p0126h07, batch 0000118412 regarding revision due to pain. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that over data from njr (national joint registry - UK) : review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to pain: it was reported that a patient underwent revision (hip, right) due to pain, 3 years after implantation. The cup, the liner, the head and the stem were removed.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that over data from (B)(6): review the performance of implants following a review of the data conducted in march 2019 on aura ii, on 304 primaries surgeries, 33 have been revised during the first year postoperative. This complaint is related to revision due to pain: it was reported that a patient underwent revision (hip, right) due to pain, 3 years after implantation. The cup, the liner, the head and the stem were removed.